Event description:
It was reported that a pt had fallen "a few times since implant". The pt was noted as never having therapeutic effect. A volume discrepancy was reported where the actual residual volume (40 mls) was greater than the expected residual volume (14 mls). The physician performed a dye study, but could not see where the dye went. The physician retrieved 3 mls of "cloudy fluid" via a syringe. Labs were performed and the fluid was determined to be "ok". The pump contained lioresal. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).